Event description:
One resolute onyx coronary drug eluting stent was attempted to be used to treat a moderately tortuous, moderately calcified lesion in the distal right coronary artery (rca). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. It was reported that the stent failed to cross the lesion and after multiple attempts it was removed. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was received for analysis. The protective sheath and stylette were partially loaded. Dried blood was visible on the stylette. Resistance was experienced when attempting to remove the stylette. The device was placed in a water bath to disperse dried blood and the stylette was removed with no issues noted. The stent was displaced distally with stent wraps positioned over the distal marker band. Crimp impressions were visible on the exposed balloon surface. Deformation was evident to the proximal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.